Manufacturer narrative:
The issue of the device was discovered during testing, maintenance, and preparation for use in patients . There was no report of patient or user harm/impact. Manufacturer's product support engineer (pse) evaluated the incident and determined this was an issue of the blower that needed to be replaced. The blower needed to be replaced and this resolved the issue for the customer. After replacing the turbine, the equipment returned to normal.

Manufacturer narrative:
The device was in use on a patient when the event occurred. The patient was transferred to another ventilator without patient or user harm reported.

Event description:
It was reported to philips that the temperature was too high. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.